Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040d2. Troubleshooting was performed and the discrepancy between the sensor glucose value of 4.4 mmol/l and blood glucose value of 20 mmol/l was not within the range. Troubleshooting was performed and confirmed delivery of insulin was suspended on low sensor glucose value. No harm requiring medical intervention was reported. No product return is required for mmt-7040d2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040d2. Troubleshooting was performed and the discrepancy between the sensor glucose value of 4.4 mmol/l and blood glucose value of 20 mmol/l was not within the range. Troubleshooting was performed and confirmed delivery of insulin was suspended on low sensor glucose value. No further patient complications were reported. No product return is required for mmt-7040d2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also noticed a significant discrepancy between the sensor glucose and blood glucose values, and noticed a change sensor alert. The customer was treated for hypoglycemia with carbohydrate intake. It was unknown how the customer was treated for hyperglycemia. Fthe event involved product(s) mmt-7040d2. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value at the time of event was 20mmol/l and sensor glucose value was 4.4mmol/l. The difference between glucose values were outside the acceptable range. Insulin delivery was not suspended. Tester procedure performed for transmitter and customer reported that the transmitter functioning correctly. Troubleshooting was performed for sensor alerts. The customer was able to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was partially performed for hypoglycemia, it is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040d2.